Event description:
It was reported that the patient received multiple inappropriate shocks. It was found that the device exhibited post-sensed t-wave oversensing. Programming changes were made. The patient is stable.